Manufacturer narrative:
This MDR represents a recurrence of an adverse event that was initially reported in MDR# 3004081696-2014-00007. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This subject was implanted with an argus ii on (B)(6) 2009 as part of a clinical trial. On (B)(6) 2014, this subject underwent revision surgery to treat chronic hypotony. During the surgery, the surgeon could not locate any leak at the sclerotomy. He placed more mattress sutures at the cable and covered the area with donor sclera. During this procedure, he also noted exposure of the coil suture tab. He re-sutured the tab and closed the conjunctiva. There was no defect or malfunction of the device associated with this event.